Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal segment was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a small ring like thrombus situated on the cusp of the inlet bearing cup and around the inlet bearing ball. The thrombus showed evidence of laminated layering, indicating that it formed in the inlet stator over an undetermined amount of time. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange due to pump thrombosis.